Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient's vns was removed due to the infection the patient developed shortly a previous prophylactic generator replacement. The patient¿s surgeon determined that the infection was due to the patient drooling on the incision site. A review of device history records for the generator was performed and shows that no unresolved non-conformances were found. The device met all specifications for release and was verified to be sterilized prior to distribution. No additional or relevant information has been received to date.